Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of eri 35 months post implant. Premature battery depletion was suspected. The device was explanted. A new ICD was successfully implanted.